Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Additional common device names: hsz, gfa, gff. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the returned drill bits has shown that the cutting edges are indeed blunt. DHR ( device/ manufacturing history records) were reviewed and no complaint related issues were found with any of the batches above. In addition, also the complaint history for these parts were reviewed with the same result. Therefore, we determine the bluntness of the drill bits returned was caused due to wear and tear. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: an operation was performed for a fracture of the shaft of the humerus. When the surgeon started drilling a proximal hole for distal locking, he could find the rotation of drill bit but could not insert the drill bit into the cortical bone, which was in front. The surgeon tried to drill by using different drill bits, but it continued to not work. The drilling was completed with a 20 minute surgical delay. This is report 2 of 6 for (B)(4).